Event description:
It was reported by the patient's spouse that the patient alert triggered, and it was determined that the lead had apparently fractured. Follow up is currently in process for additional information. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient's spouse that the patient alert triggered, and it was determined that the lead had apparently fractured. It was further reported that the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.